Event description:
(B)(4). On (B)(6) 2014, this patient was participating in a (B)(4) study and randomized to the flow diverter arm. A pipeline (4mm x 20mm) was implanted without issues. On 13 may 2014, the patient presented with a right upper limb paresis and speech disorders (lack of words). The patient experienced a thrombosis of the left internal carotid artery. The patient was hospitalized with persistent or significant disability / incapacity. It was reported the patient had not recovered from the carotid artery thrombosis.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).